Event description:
There was no patient involved in this event. This device malfunctioned because the shock button works intermittently.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and that it has performed to specification until (B)(6) 2012. During this time and the (B)(6) 2013 there are a number of manual power ups, 2 of which are 11 minutes long which would indicate that the device has detected patient impedance during these events. Saver evo has been erased by the user, therefore these events are not available for further analysis. Investigation revealed that the shock button required excessive force to operate the membrane was stripped back to investigate the shock key. This revealed that the shock key has traces of corrosion on each of the corner contacts. This would explain the reported problem. The case for this device was found to be in a poor state of degradation. The user manual contained within was found to have been exposed to damp conditions and as a result of which the staples had become excessively rusty. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.